Event description:
It has been reported to philips that, system had x-ray generator issue. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of the system log file showed x-ray generator errors. No service has been performed by philips since there was no feedback from distributor even after reminding of case status. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.